Manufacturer narrative:
The cartridge used by the consumer was not sent back for evaluation, therefore, the device could not be evaluated. The customer provided information regarding the suspected false positive test and information about the cartridge and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported they tested positive with cue on (B)(6) 2022 (cartridge sn (B)(4), lot 21679k, reader sn (B)(4)) followed by a negative cue test on (B)(6) 2022. They took a rapid pcr test and tested negative (B)(6) 2022. They had cold like symptoms and are vaccinated. The test cartridges were stored appropriately.